Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5, to update section d9, section h3, to provide the completed investigation results and report that to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to have been in unused condition. Upon visual and microscopic inspection, the mating features of the locator were found to be deformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be a loose connection. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 60 & arteriotomy locator - 6. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
Additional information was received on 18 oct 2023: the patient was present but no harm. Hemostasis was achieved with another device opened. There was no reported blood loss. Patient condition was stable. The user did not have difficulty in inserting the locator into the hub. The user was not able to the lock the locator and hub. There was not audible click on mating or tactile feedback after mating. The user was not unable to mate the locator with the hub after many tries. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. Separation did not occur when the device was in the patient.

Event description:
The user facility reported that the angio-seal dilator did not click together. The event occurred pre-treatment.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: sister. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.